Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was the patient stated that the ins did not work if the ins charge went below 60%. The pt stated that if the ins had a charge above 90%, the stimulation felt "super charged." They felt like it was too intense, so they had to turn the stim down. The patient stated that it had gotten really bad the past couple of days because the ins was not charged properly. The patient also stated that the pain was unreal. It wasn't working at all and was just causing more pain. The patient was able to charge the implant to 70% recently. The stimulation felt like it should and was working for them. The pt stated that this had been happening for the past year. The patient has contacted four representatives (reps), and they finally got in touch with a rep back in april 2023. The patient stated their pain management healthcare provider told them that they could take the device out, but the patient did not want to do that. The agent suggested that the patient contact their healthcare provider to have the device checked. It was reported that there was a stimulation output issue with the stimulation being intermittent/erratic. The patient also reported they felt stimulation was at an 8. They had vibrations all over which caused their foot to turn in. When the implantable neurostimulator (ins) was interrogated, stimulation was turned off and all set to zero. Troubleshooting was performed, and the impedance check was normal. The cause was unknown, and the issue was ongoing. The representative noted they would submit any new information that became available. New information was received from the representative (rep). They did not recall/remember the date that they were notified of the stimulation issue. The patient had reached out to the rep in early may and asked for a reprogram, only stating that they had increased back pain. The rep set up a patient meeting with them the next day, and the patient cancelled the appointment 30 mins before they were to meet. The patient then reached out to the rep on july 7th asking to meet again. The rep reached out to their colleague to meet with the patient to adjust their programming. The rep had the patient turn off stimulation over the phone that morning because they said it was too strong. The rep did not know the exact cause of the stimulation feeling supercharged/too strong. They believed that the patient increased the intensity on their own. The patient had demonstrated they had memory issues and did not recall when they spoke with other reps in the area or patient services. To resolve the stimulation issue, a rep met with the patient on the same day to turn the stimulation off and told them to make an appointment with their implanting physician. Turning off stimulation resolved the issue. The patient stated they called their implanting physician and made an appointment. The rep followed up with the physician¿s office and confirmed this information.